Event description:
It was reported that the intraocular lens was removed intraoperatively due to capsule bag break and the lens sunk into the vitreous. An anterior capsular lens was implanted. No add'l info was provided. Add'l info has been requested. Please reference MDR# 1119279-2013-00295 for the delivery device used in this event.

Manufacturer narrative:
The lens was discarded by the user facility. Therefore, a product eval can not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.